Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the wire and the catheter were kinked at the handle section. The finger ring was slightly deflected. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. The device passed the electrical test with resistance measured at 14.6 ohms, which is within manufacturing specifications. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the sigmoid colon during a sigmoidoscopy and polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician attempted to remove a polyp using cautery but no current was generated. The physician tried to remove the snare but became twisted and embedded in the patient tissue. The physician was able to free the snare from the polyp; the procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of wire embedded in patient tissue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the sigmoid colon during a sigmoidoscopy and polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician attempted to remove a polyp using cautery but no current was generated. The physician tried to remove the snare but became twisted and embedded in the patient tissue. The physician was able to free the snare from the polyp; the procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.